Event description:
It was reported that the customer received a battery out limit alarm and replaced the battery. The customer stated that he was still receiving the battery out limit alarm after the battery change. The customer's blood glucose was unknown. Troubleshooting was done. Explained that the alarm was normal insulin pump behavior. Advised customer to monitor the infusion set and insulin pump and to call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.